Event description:
It was reported the patient lost therapy due to not charging. The patient stopped charging because his charging equipment would not work. Surgical intervention may be pending to address this situation.